Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 10 suspected false positive flu b results. Customer states no confirmation testing was performed on any of the samples but believes the results to be incorrect. Symptomatic status of patients is unknown. Report 6 of 10